Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed an unknown message no sensor during sensor session. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.